Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2016 with the following findings: the pump powers with returned battery cap. The display is fully illuminated, the display is not blank. A battery compartment crack is observed. A pump case crack was observed in rh corner of display area. Evidence of moisture contamination inside battery compartment. Leak test shows leaks at battery compartment crack and pump case crack. Removed pump case and no evidence of additional moisture inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.